Manufacturer narrative:
The customer requested just a replacement paddle electrodes with no engineer evaluation.

Event description:
It was reported to philips that the device's paddle plate adapter was broken. There was no patient involvement.